Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 months and 2 weeks following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to ventricular tachycardia (vt). It was determined that re-entry into the epicardium caused the vt. Per the physician, the valve did not contribute to the vt. A permanent pacemaker implant was scheduled as ablation was deemed not possible.

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 months and 2 weeks following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to ventricular tachycardia (vt). It was determined that re-entry into the epicardium caused the vt. Per the physician, the valve did not contribute to the vt. A implantable cardioverter defibrillator (ICD) implant was scheduled as ablation was deemed not possible. Additional information was received that the cause of re-entry into the epicardium was unknown but the physician did not attribute it to the valve.